Event description:
A surgeon reported that during an intraocular lens (iol) implant surgery, it was noted that both haptics were stuck to the optic. He reported he had to cut the lens to release the haptics. He indicated that this event has occurred in four cases. Additional information was received from the nurse who reported the surgeon tried to unstick the haptic from the lens for approximately forty minutes. A small posterior capsule tear occurred. The lens remains implanted. Additional information has been requested. There are four medical device reports associated with this event. This report is for the fourth case.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information has been requested. (B)(4).